Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for two weeks with high blood glucose. The customer's blood glucose reading at time of call was 18.1mmol/l. It was stated that the customer was getting no delivery alarms during bolus delivery. No further information was provided.